Event description:
Valve sticks after injection into safesite valve causing blood and fluid to leak. Rptr has experienced this at least once a week for some time. Rptr is concerned that the blood is often associated with the surgical site and may therefore go uncorrected for some time before it is discovered. This pt had minimal blood loss and required no intervention.